Manufacturer narrative:
(B)(6). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml tpn bag leaked at the middle port. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. During visual inspection, solution was observed leaking inside the zip lock bag; however, no obvious defect could be easily identified. Functional testing was performed and a leak was observed at the spike port cap. The reported condition was verified. The cause was due to a lack of applied cyclohexanone when the spike port connector was inserted into the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.